Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced bradycardia and the rv his bundle lead exhibited a possible capture issue on presenting electrograms (egm). No further patient complications have been reported as a result of this event. The ra lead also exhibited a position check failure.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at device classified termination of events, arrhythmia appears to continue due to right atrial (ra) lead exhibited undersensing at times during atrial tachycardia/atrial fibrillation (at/af) resulting in inappropriate pacing. It was also reported that the right ventricular (rv) his bundle lead exhibited high chronic thresholds. The lead remains in use.  No patient complications have been reported as a result of this event.